Manufacturer narrative:
Invacare received a complaint that the walker wheels were loosening when in use. Invacare is investigating this complaint. Device is a distributed product and invacare has notified the MFR.

Event description:
The nuts that hold the wheels in place are allegedly loosening and tightening. The left side allegedly loosens and the wheel falls off. The right side allegedly tightens to the points that the wheel will not roll. No injuries have been alleged.